Event description:
It was reported the customer received a motor error alarm during a basal. The customer also stated their alarm history showed a button error alarm also occurred. Customer's blood glucose was 400 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery. There was no motor error alarm noted and the motor tested okay. All buttons function properly. There were no button error alarms noted. There was no damage noted to the keypad traces. The j2 connector on lcd board was inspected. There was no unlocked connector noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.